Event description:
Hillrom received a report from a hillrom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the casters needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in jul 15, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.